Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Since no lot number was provided, no device history record (DHR) review could be performed. (B)(4).

Event description:
It was reported that a (B)(6)-year-old israeli female patient underwent a breast augmentation revision procedure with an unspecified mentor gel breast prosthesis that ruptured after implantation. In addition, the patient presented with breast pain. The patient underwent bilateral mammography and ultrasound on (B)(6) 2018 that showed a suspicious breast mass and concern for intracapsular right device rupture. On (B)(6) 2018, the patient underwent us guided biopsy of breast mass. Pathology results returned benign. The patient's right breast mass at the 4-5 o'clock position demonstrates fibrocystic changes with stromal fibrosis and apocrine metaplasia as well as microcalcifications present within benign glands without evidence for hyperplasia, atypia or malignancy. The patient had an MRI on (B)(6) 2018 indicated right breast implant rupture. As a result, the patient underwent explantation on (B)(6) 2018.

Manufacturer narrative:
On (B)(6) 2018, mentor completed the investigation on the suspect medical device. Upon receipt by mentor, the gel contained in the device appears clear. Red material was observed within the device. Gel was observed on the shell surface. Mentor product analysis lab discovered a rent measuring approximately 12 cm on the posterior aspect. Also, it was noticed that there were bubbles on the device. No other anomalies were discovered. Because the authorization for return and examination of medical device form was not signed and/or returned to mentor, mentor product analysis lab was precluded from further evaluating the device. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage or the etiology of the red material found on the device. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet; however, complaint trends for mentor devices will continue to be monitored by quality assurance. Mentor performs 100% inspection and testing of all devices prior to release. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some pain postoperatively. While pain normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Chronic pain can be associated with a variety of factors. Pain is a known complication associated with these devices and is referenced in our current product insert data sheet. Because mentor performs 100% inspection and testing of all devices prior to release, mentor product analysis lab concluded that the calcification deposits occurred while in-vivo in the patient. Manufacturer¿s reference number: (B)(4).